Event description:
It was reported that during a radical prostatectomy procedure, the generator indicated an instrument error while testing the instrument after the original set up. They took the shears apart from the handpiece and tried again to assemble to two pieces as they do successfully with other shears used on a regular basis. The generator indicated an instrument error again. Use cautery to complete case. No patient consequence.